Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 390 mg/dl. The customer was reported at some event blood glucose was 600 mg/dl . Customer's current blood glucose was 300mg/dl. Customer was treated with IV fluids and anti-nausea medication. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual and found sensor contact pad damage. See attached picture for details.